Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon investigation the battery charger was unable to properly charge a battery. The cause for the failure was isolated to a shorted u9 processor and q5 transistor on the charger bedside board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the shorted components. The patient received a replacement battery charger/ modem.

Event description:
The son of a (B)(6) male patient called zoll customer support to report that the patient was receiving battery charger faults. The patient was issued a replacement battery charger/modem.